Event description:
Subsequent to the initial MDR, additional information is required. It was reported that the signal loss occurred. On (B)(6) 2024, the parent reported that the pediatric patient experienced signal loss frequently. This signal episode resulted in the unspecified pump switching to manual mode (disabling aid automated insulin delivery), leading to an insulin overdose. The morning of the event, the parent took the patient to the hospital due to presyncope, weakness, and diaphoresis. The parent stated signal loss episode resulted in the unspecified pump overdosing the patient with insulin. Of note, pumps in hybrid-closed loop insulin delivery systems will revert to preprogrammed settings without reading. If the pump were not in aid due to absence of reading, the pump would have been unable to suspend the insulin delivery in the event of hypoglycemia. After an unspecified duration of time in signal loss, the signal returned, and the reading was showing low while the fingerstick was also reading "low." The parent provided carbohydrates to the symptomatic patient and the patient recovered after treatment as the fingerstick began to rise (values not specified). While in the emergency department, the sensor was reading inaccurately. After the patient had a fingerstick reading of 529 mg/dl, insulin was given, and an unrelated fever subsided. The patient was then discharged from the hospital. At the time of the call, the patient was doing well. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the signal loss was occurred. On the morning of the event, the parent took the patient to the hospital due to presyncope, weakness, and diaphoresis. The parent claimed the signal loss episode resulted in the unspecified pump overdosing the patient with insulin. After an unspecified duration of time in signal loss, the signal reportedly returned and the cgm was showing low (value not specified) while the fingerstick was also low. The parent provided carbohydrates to the symptomatic patient and the patient recovered after treatment as the finger stick began to rise (values not specified). According to the parent, they did not stay long at the hospital and the patient was immediately discharged that same morning. At the time of the report, the patient was doing well. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.